Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer changed the pump supplies to address the issue and insulin delivery was resumed.